Manufacturer narrative:
Concomitant medical products: product ID: 977a175, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: lead. Product ID: 977a175, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a175, serial/lot #: (B)(4), ubd: 18-dec-2022, UDI#: (B)(4). Product ID: 977a175, serial/lot #: (B)(4), ubd: 18-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the pt said their ins stopped working about 6 months ago so they had it explanted on the (B)(6) (pt said ins and leads were ex-planted). Pt said they had it taken out since it wasn't working and they needed neck surgery. Their healthcare provider wanted them to get a good MRI and said they couldn't get a good MRI with the spinal cord stimulation system implanted. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 977a175 lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2021. Product type lead product ID 977a175 lot# serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2021. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient clarifying the report of the implant not working, by stating that it wasn't working on their neck anymore. They stated that circumstances that led to the issue was their neck got worse. The stimulator was taken out so they could have a MRI and neck surgery. It was indicated that the ins would be returned to manufacturer for analysis.